Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed three times to address the event. Blood glucose was 400 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly,the customer used siasp insulin. Tandem's technical support educated the customer on insulin/cartridge labeling. Reportedly, the customer resumed insulin delivery using novolog insulin.